Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lock down arm of the aberrometer is loose. The screws may be loose. The aberrometer is functional and will be used until service arrives. Additional information received states the loose arm was noted when taking off and replacing the aberrometer. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the screws for the aberrometer arm lever at the pivot point. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).